Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient was diagnosed with small vessel disease (svd). Vascular access was obtained via the femoral artery. The 90% stenosed, 29mm x 3.5mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5x15mm maverick¿ balloon catheter. Following pre-dilatation, a 3.50x32mm promus element ¿ drug-eluting stent was advanced and deployed at high pressure. However, post stent deployment, the physician observed that there was distal edge dissection. Subsequently, a 3.00x16mm promus element ¿ drug-eluting stent was implanted to cover the dissection at the distal lad site. No patient complications were reported and patient's status was stable.